Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 20-07-08: it was further reported that rc lead was fractured.

Event description:
It was reported that the right ventricular (rv) lead experienced a spike in threshold and impedance measurements, to high levels. The lead was reprogrammed initially, then later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.